Event description:
It was reported that the patient presented for a routine device change out procedure. During the procedure, the pulse generator exhibited no output after exposure to electrocautery. The device was explanted and replaced. The patient was doing well.